Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system, suspected to be related to a continuous glucose delivery site issue such as cannula placement in scar tissue; the caregiver removed the cartridge and infusion set, observed no blood or bent cannula, confirmed free insulin flow, and replaced the cannula/infusion set only, after which the patient¿s blood glucose began to fall and the patient planned to consult the trainer to revert to a more aggressive target. Symptoms included elevated blood glucose. Outcomes included transient hyperglycemia without hospitalization or alarms. Investigation included troubleshooting with site change, confirmation of insulin flow, and follow-up calls. Investigation of this case revealed no device alarms or mechanical malfunction, and findings were consistent with infusion site-related delivery impairment that resolved with site replacement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with use-related infusion site issues rather than device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.